Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed. A log file was extracted from the returned system controller during testing, containing data that spanned approximately 1 day (06jun2020 ¿ 07jun2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed on 06jun2020 at 23:54, correlating to fuse b being open. The alarm remained active throughout the remainder of the log file. No other notable events were observed. The returned system controller was tested and alarmed with a driveline power fault alarm upon being connected to a mock loop. Due to the observed failure within fuse b, the fuse was replaced with a new component. Then, the controller was functionally tested and was found to perform as intended. Atypical alarms did not occur after the fuse had been replaced. The root cause of the driveline power fault alarm was fuse b being open; however, the root cause of the damage to the fuse was unable to be conclusively determined. The heartmate 3 patient handbook instructs users on how to resolved alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline fault alarm during an abdominal surgery. The alarm was deleted but returned immediately so the perfusionist decided to exchange the controller and the alarm disappeared.